Manufacturer narrative:
H3 device evaluation: analysis of the returned lead found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 or more (unknown) electrodes point were not functioning/high impedances at implant procedure. There was a strange bend visible on the lead just proximal of the electrodes, which was confirmed by an image provided by the reporter. The contact person does not have any memories on any problems with inserting the lead neither if this lead came out of the box like this. A new lead was used, and the issue was resolved. The lead was not implanted, and was noted to be returned for product analysis in the future. No symptoms were reported.